Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during cataract with intraocular lens implantation surgery, the plunger was unstable and loose during implantation, the lens could not be folded properly, actuation failure of the injector occurred and the plunger passed through the lens. The lens was stored in the nozzle with the leading haptic stretched. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned and the reported complaint was observed. The device was returned in a blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle and is advanced under the intra ocular lens (iol). The iol is advanced to the depth guard and is damaged, the leading haptic is extended straight and is partially exiting the nozzle tip. We are unable to determine the root cause for the reported complaint "plunger unstable and loose, lens could not be folded properly, straight leading haptic". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic visocsurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The reported straight leading haptic was also observed the presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: ¿use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. ¿use of the delivery system at operating room temperatures outside of the recommended range of 18 degree celsius (64 degree fahrenheit) to 23 degree celsius (73 degree fahrenheit). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).